Event description:
It was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecalis) had an intermediate mic (false resistant) for the drug daptomycin. The user performed repeat testing. The user also stated that they do not report results they do not trust to providers. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B3. Date of event: (B)(6) 2026. B5. Describe event or problem: it was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecalis) had an intermediate mic (false resistant) for the drug daptomycin. The user performed repeat testing. The user also stated that they do not report results they do not trust to providers. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, and k14046. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix pmic-110 the user noted an increased incidence of intermediate mics for the drug daptomycin for enterococcus spp. Isolates. The user performed repeat testing stating that some of the time the expected mic is obtained. The user also stated that they do not report results they do not trust to providers. No health impact or consequence reported.